Event description:
The event is reported as: the doctor experienced difficulty when placing one of the teleflex 39f left endobronchial tubes. The white plastic piece that attaches to the bronchoscope tracheal tube adaptor broke and disrupted the circuit connection. This occurred when the pt was moved from a supine to lateral position. The doctor opened a new endobronchial tube and used the tracheal adaptor from the kit to replace the damaged one. No report of pt injury.